Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a 46-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and essure removal/hyst. & salp.). Essure was removed on (B)(6) 2016. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration/was partially within the endometrial cavity') and embedded device ('a metallic implant is present within the uterine 'cavity, appears to be embedded in or adherent to the fundic wall') in a 46-year-old female patient who had essure (batch no. 709952) inserted for female sterilisation. The patient's medical history included intramural leiomyoma of uterus, adenomyosis, chronic fatigue, right lower quadrant pain and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation and embedded device outcome was unknown. The reporter considered device dislocation, embedded device and perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. In 2010, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration/was partially within the endometrial cavity') and embedded device ('a metallic implant is present within the uterine 'cavity, appears to be embedded in or adherent to the fundic wall') in a 46-year-old female patient who had essure (batch no. 709952) inserted for female sterilisation. The patient's medical history included intramural leiomyoma of uterus, adenomyosis, chronic fatigue, right lower quadrant pain and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation and embedded device outcome was unknown. The reporter considered device dislocation, embedded device and perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Most recent follow-up information incorporated above includes: on 9-dec-2020: mr received: event: 'metallic implant is present within the uterine cavity and embedded in or adherent to the fundic wall' , lot number, medical history, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in a 46-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and essure removal/hyst. & salp.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received. Plaintiff date of birth added. Follow up 2 and 3 processed together. Amendment: the report was also amended for the following reason: this is retention case. All relevant information from duplicate case: (B)(4)(local event number :(B)(4), legacy device report num: 2951250-2020-10000, e2b company number: (B)(4)) transferred to this case. Reporter information added. Date of insertion updated. Event medical device removal updated to event device dislocation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. In 2010, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.